Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was locking in place but seems to be loose and part of reservoir was sticking up. Customer's blood glucose level was unknown at the time of the incident. Customer stated that they had not noticed big change in readings. Customer stated that when she puts reservoir in insulin pump the plastic around that broken off and was not sure if it will affect reservoir staying in there or not. Customer stated that top of reservoir compartment was cracked and broken off. The device will not be return for analysis.